Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: call service 052 and 054 errors were observed in the pump's black box on 4/29/2015. The pump was exercised for 24 hours with no call service alarms being duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted cs 054 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.